Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and the return of the device for evaluation. Should new information become available a supplemental will be sent. (B)(4).

Event description:
According to the reporter: the thread broken and was badly sliding. There was lost of blood and it was necessary to clamp the aorta. Additional information requested but not yet received.